Event description:
It was reported that a homechoice device experienced an unspecified system error alarm. The patient was connected at the time of the alarm. This occurred during fill three of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2043 was identified during a review of the event history log. A device history record review revealed no issues that could have caused or contributed to the reported issue. Visual inspection, functional testing, and electrical testing was performed. The reported problem was confirmed. The cause of the condition was determined to be damaged vsr transducer tubing. To correct the condition, the transducer tubing was replaced. Should additional relevant information become available, a supplemental report will be submitted.